Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. Medical device lot #: an invalid lot # of 0041571 was provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation, or was not working/functioning. The following information was provided by the initial reporter: the customer bought a box of new needles on (B)(6) 2020, and used them at home. When using it, she found it painful and difficult to push. She came to the store for consultation to change the needle for her, and the insulin could be easily injected.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: the customer bought a box of new needles on (B)(6) and used them at home. When using it, she found it painful and difficult to push. She came to the store for consultation to change the needle for her, and the insulin could be easily injected.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0041571. H.4. Device manufacture date: 2/10/2020. H.6. Investigation: lot#0041571 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. The certain cause cannot be concluded at the moment.